Event description:
It was reported that medical attention was sought on (B)(6) 2016 between 7:00 - 8:00 pm after the end user was receiving inconsistent low readings from the prodigy diabetes glucose meter. The end user checked his blood glucose several times and continuously received low readings which caused concern and resulted in a visit to the ER. The end user was not experiencing any unusual symptoms. Upon arrival to the ER the end users blood glucose was 123 mg/dl. No treatment was administered and several blood glucose test were performed with the hospitals meter and the end-users prodigy meter. The hospital meter read 114 mg/dl and the prodigy meter result was 123 mg/dl. Upon discharge the end user was instructed to follow-up with their pcp. No further information was provided.